Event description:
The customer called for help with her breeze2 meter. While performing the meter check test, it appeared the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The meter was returned for eval. A replacement meter was sent to the customer.

Manufacturer narrative:
Missing segments were not confirmed.